Manufacturer narrative:
Insulin pump alarmed failed self-test during the self-test and had no blood glucose meter communication due to faulty electrical component on the radio frequency board. No cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test. Customer's blood glucose level was 162 mg/dl. The connection between the insulin pump and the meter was not working. The insulin pump stopped receiving her blood glucose from the meter. The customer was advised that the device would be replaced and agreed to return the product for analysis.